Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for peritonitis. The same day as event onset, the patient was treated with injection vancomycin (500mg, intraperitoneal, ongoing) and injection ceftazidime (1gm intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and is recovering from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.